Event description:
An other healthcare professional reported tip supplied in the cassette that attaches to the handpiece broke off during phacoemulsification of the lens of cataract surgery. There was no report of patient harm. Additional information was recieved from company representative. The tip seemed intact before the intervention. The broken part of the tip could be entirely removed from the eye during the same intervention. The tip was made of metal. Another single use tip was opened to complete the intervention.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened phaco tip without a wrench in a bag was received. The phaco tip was visually inspected and deemed nonconforming, the phaco tip was broken at the aspiration bypass (ab) hole with a very jagged edge. The phaco had even wall thickness. There was wear on the threads, back of flange and nut corners that was consistent with threading on a handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The root cause for the broken phaco tip cannot be determined from this evaluation. The phaco tip visual inspection does not show any manufacturing issue that would cause the broken phaco tip. A complaint trend has been identified for broken phacos therefore an investigation has been opened. The exact root cause for the phaco tip broken in the patient eye is unknown; therefore, specific action with regards to this complaint cannot be taken. An investigation is currently in progress, in order to further investigate issues with the phaco tip. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phaco tip exhibited on the returned opened sample, is removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).